Event description:
It was reported that following a catheter revision/replacement (see manufacturer report #3004209178-2015-08663) the patient experienced a spinal leak for approximately two months. That was ¿fixed¿ and then all had worked fine for the last four weeks or so. This device system delivered lioresal. Additional information was requested to clarify event details and resolution. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8731sc, lot # unknown, product type catheter; product ID 8731sc, lot # 0208557932, product type catheter.

Event description:
It was further provided that on (B)(6) a new spinal segment was implanted. The patient was now ¿ok¿ and back to habitual state. Further resolution clarification and model/serials involved were requested. Should additional information be received a supplemental report will be filed.